Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the intra-aortic balloon (iab) trp3546 was inserted into the cardiosave intra-aortic balloon pump (iabp) in patient room for ami patients. However, the arterial pressure from optical fiber did not output, and the symptoms were not solved even if optical fiber connector was inserted or removed. The arterial pressure does output from the optical fiber when used with a different cardiosave. There was no patient harm, serious injury or adverse event reported.

Manufacturer narrative:
The getinge field service engineer that had evaluated the iabp and replaced the fiber optic assembly, connected a fiber-optic iab catheter to the iabp unit, and a continuous running test was performed. Afterward, the reported issue was not replicated. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the intra-aortic balloon (iab) trp3546 was inserted into the cardiosave intra-aortic balloon pump (iabp) in patient room for ami patients. However, the arterial pressure from optical fiber did not output, and the symptoms were not solved even if optical fiber connector was inserted or removed. The arterial pressure does output from the optical fiber when used with a different cardiosave. There was no patient harm, serious injury or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. However, the fse replaced the fiber optic assembly. The repairs for this iabp unit has not been completed yet, and we will submit a supplemental report when additional information is provided.

Event description:
It was reported that the intra-aortic balloon (iab) trp3546 was inserted into the cardiosave intra-aortic balloon pump (iabp) in patient room for ami patients. However, the arterial pressure from optical fiber did not output, and the symptoms were not solved even if optical fiber connector was inserted or removed. The arterial pressure does output from the optical fiber when used with a different cardiosave. There was no patient harm, serious injury or adverse event reported.